Event description:
It was reported that the customer had issues with the sensors not adhering. Customer also mentioned high blood glucose levels. Customer stated that she is on medication called prednisone and it is causing high blood glucose levels. Customer does not feel that it is product related. Customer mentioned that her doctor helped her adjust her temp basal settings as well. Customer treated with bolus and had a high blood glucose level of 415 mg/dl. Customer also turned off the sensor. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.